Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2021. The patient¿s cgm was reading 104 mg/dl but his bg was 18 mg/dl. No symptoms were reported. His roommate called paramedics because of the critically low glucose level and the patient was given IV glucose. At the time of the report later the same day he was feeling normal. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. No additional patient or event information is available.